Event description:
The initial reporter received a questionable elecsys vitamin d total gen. 3 assay result from one patient sample tested on the cobas e411 rack. The initial result was not reported outside of the laboratory. The patient sample was rerun on a cobas e 601. The initial result from the analyzer was 8.7 ng/ml. The repeat result from the other analyzer was 13.9 ng/ml. The reagent lot number is 64622700 with an expiration date of 30-apr-2023.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and found that the issue was caused by an internal fissure in the plastic support of the preclean (pc/cc) syringe. This generated contamination with air in it. The fse replaced this part. He performed mechanical and instrument checks with acceptable results. The mechanical test showed that one element of precision was borderline high. The calibration data showed that signals for calibrator 1 were lower than expected, whereas the signals for calibrator 2 were within the expected signal ranges. This might have an influence on the calibration curve and recovery. The qc was frequently out of range in the past. The qc showed frequent inaccuracy and imprecision. A lower recovery was seen on 02-nov-2022 which supports the observation of the lower recovery of samples. The qc for level 1 only clearly showed a frequent issue with the performance (imprecision, out-of-range values, inaccuracy). The alarm trace showed one liquid-level detection (lld) alarm. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The sample tube was inverted 5x. The recommended number of inversions is 10x. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The investigation determined that the issue was consistent with a hardware issue. A generic reagent or instrument issue is not evident.

Manufacturer narrative:
The customer stated that the result which corresponded the most was that from the e 601 because the patient sample was also measured with a non-roche instrument and it gave similar results.